Event description:
It was reported that during a shoulder joint procedure, the temperature of the irrigation water rose and came in contact with the pt's skin, slightly burning it. The out flow of the cannula was closed and the account believes it was what caused the temperature to rise. It was further reported that the probe unit was powered out about one to two mins. Further, no delays and no additional treatments were reported.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.